Event description:
Add'l info received from MFR on 11/24/99. Further investigation determined that the pt has recovered fully and the ICD is functioning normally. There have been no further complaints regarding this ICD, which remains in svc.